Manufacturer narrative:
Initial reporter information has been updated. Concomitant product 9735825 was returned for analysis. Product analysis and applicable codes were already reported on 2020-dec-02. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced. The returned em interface was tested and found missing internal indexing ring for the lemo connector as well as a recessed pin and a bent pin. The rep was unable to test functionality of unit. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the breakout box plugged in, it went in and out of recognition. The local representative (cs) found that if he held the cable in the port, it would remain on and recognized. This was reported outside of a procedure. There was no patient involved. Additional information was received. It was reported that the issue followed the instrument interface (bob). Additional information was received. It was reported that to troubleshoot, the cs tried a different emitter in the same port, and it worked. The cs tried the faulty emitter in a different port, and it still did not work.